Event description:
The customer is reporting that their "machine is not switching on." There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.